Manufacturer narrative:
Manufacturer's investigation conclusion: the report of positioning of the pump toward the septum could not be confirmed through this investigation as no images were submitted for evaluation. The account reported that the patient had a sudden syncopal event on (B)(6) 2021. The account later stated that the reason for the syncope was due to a suction event caused by the pump being angled toward the septum, which was diagnosed using an echocardiogram. The patient had no symptoms following the event, and other parameters were normal. The submitted log files appeared to show the system functioning as intended. The patient was ultimately transplanted on (B)(6) 2021. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate 3 lvas instructions for use (IFU) provides an explanation of all pump parameters. It also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and describes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Section 5 ¿surgical procedures¿ outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 6 ¿patient care and management provides information on assessing patient level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a syncopal episode on (B)(6) 2021. Log files were sent in which found pi events. The cause of the syncopal episode was the positioning of the pump toward the septum which was determined through an echo. A suction event then occurred causing the syncopal episode. The plan of care was to monitor the patient closely. The patient was asymptomatic after the event and all other parameters were normal. The device was explanted on (B)(6) 2021. No additional information was provided.